Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the wound opened on two weeks follow-up with suture still intact. Debridement done, and tissue was sent to pathologist. An extreme inflammatory response was reported.